Event description:
Customer indicates no image displayed during fluoro. No patient injury reported.

Manufacturer narrative:
The service rep re-seated pin and assured that pin would not regress, performed operational checks to include image retrieval functions with no problems noted. System operating as intended.